Event description:
It was reported the pt was not been without stimulation for approx 1 month. The ipg is unable to communicate with the external devices. The pt was advised to f/u with this sjm rep and physician to evaluate the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.